Manufacturer narrative:
Investigation: the measured volumes collected during this run were 414ml for the platelet and 685ml for the plasma (instead of 315 predicted). The machine is configured to collect 100% of platelet plasma. A review of the lot for similar reports was carried out, none have been reported. The device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have contributed to the extra plasma volume noted by the customer. The run data file (rdf) was analyzed for this event. Root cause: this disposable set was unavailable for specific root cause analysis. Review of the rdf did not show a definitive root cause for the reported higher than expected plasma volume. However, signals showed that the reservoir was filling faster than expected and taking longer to empty which can be indicative of extra volume in the reservoir. As the reported platelet volume was slightly higher than expected, it is not suspected that the platelet line was contributing to the volume increase in plasma. Due to the large volume reported in the plasma bag, almost double what was expected, it is suspected that a possible misload of the plasma pump header may have contributed. If the pump header is not fully occluded in the pump raceway, extra fluid can flow freely into the line as it is not controlled by the pump. After the tubing set has been loaded onto the machine, it is recommended that the operator check that all pump headers have been properly loaded before beginning a procedure. The operators manual states to visually inspect each pump.

Event description:
The customer reported that after a collection of platelets in plasma solution, the volume of the plasma bag did not correspond to the expected volume displayed on the trima machine. The plasma volume displayed on the machine was 315ml, but the product weight measured after the collection was 685ml. The total volume collected during the procedure was 934.15ml, which was 16.6% total blood volume (tbv). No medical intervention was necessary for this event. The patient's full identifier is (B)(6) terumo bct is awaiting the return of the disposable set. This report is being filed due to machine malfunction in the form of operator error that has the potential for injury.